Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that cracks in the battery door, a frayed battery strap, and mold separations at the power connectors of the mobile power unit (mpu) were noted. The unit was plugged into an ac power source. The mpu went through the boot up sequence as intended. The mpu was connected to a mock loop and functioned as intended. All applicable functional tests passed. The unit was placed back in the rental inventory.